Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting inhibition in the ventricle during the attempted implant. The physician elected not to implant the ipg.